Event description:
A 27 gauge 3-1/2" needle broke during an attempted spinal anesthesia. One and one half inches of the needle remained imbedded and had to be surgically removed. Initial skin puncture was made with a 17 gauge needle.